Event description:
In 2009, the pt's sister reported the pt received an e4 (occlusion) error on his insulin infusion device and she requested assistance in clearing it. The pt had disconnected his headset from his device. To troubleshoot, the pt's sister was instructed to prime out of the tubing and insulin flowed out. She was advised to change the infusion connector set. The error was not duplicated during the report. She stated the infusion connector set had been in use for 2 days and the package it came from was unk. Site management was reviewed with the sister along with infusion site insertion techniques. She stated the pt had a blood glucose reading of 534 mg/dl so the pt reconnected to his infusion device and bolused 6 units of insulin to treat his reading. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.